Event description:
Found to have a fractured catheter today (12/21/97) during dialysis. Pt has a fistula in rt. Arm which is functioning. Has been used for the last month. Dr (surgeon) was to remove catheter. To surg. At hosp 12/21/97 for removal of fractured tesio catheter. Post op diagnosis-chronic renal failure with fractured venous port.